Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4), implanted: 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 mcg/ml of fentanyl at 42.27 mcg/day and 16 mg/ml of bupivacaine at 3.382 mg/day via an implantable pump for non-malignant pain. On 2020-jan-10, it was reported that the patient's catheter was cut during a spine procedure. The spine procedure, a fusion in the lumbar spine, was confirmed not to be related to the patient's devices. A spinal catheter piece was implanted and attached to the original catheter. The tip portion of the original catheter remains in the intrathecal space along with the newly implanted spine piece. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostics or trouble shooting measures were performed. The issue was considered resolved at the time of the report. No surgical intervention occurred or was planned. No patient symptoms were reported. The patient's status at the time of the event was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.